Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the mist/haze issue. Unit meets specifications and was returned to service. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "oil mist" or haze emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Additional parts replaced were the catalytic converter and vacuum pump oil in addition to the oil mist filter that was reported in the initial report. The investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). Trending analysis of the haze/mist issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the haze/mist issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).